Event description:
A malfunction alarm occurred with a fault ID available, yet it was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.